Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified. As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for peeled; however, the investigation is unconfirmed for inflation issue. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7584j pta balloon dilatation catheter allegedly experienced peeled and inflation problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.